Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
It was reported that the patient had several falls since initial implant. There was a suspected lead migration with no x-rays available. It was reported that the patient was likely establishing care with another physician. They had a very involved health history and get weary of making physician visits. The patient had a fall in a fast food restaurant back in (B)(6) 2015 without subsequent follow up. The impedance check showed within normal limit. No symptoms were reported. Relevant medical history includes post lumbar laminectomy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.